Event description:
It was reported that patient (pt) is concerned because their ins battery seems to not hold a charge like it used to. Pt said they recharge every other day (mostly) and since implant when they are done charging, they normally see 100 percent on recharger app, then check and see 100 percent on the dbs therapy app using the communicator. Normally when they recharge again in 2 days, their ins battery is usually down to 75 percent but they have noticed in the last 2 to 3 weeks, they get to 100 percent with the charger app but the dbs therapy app show 75 percent, not 100 like normal. Pt also reported sometimes after 2 days instead of the ins battery level being at 75 percent they see 50 percent every other day. Patient services (pss) reviewed rechargeable ins battery information and some recharging best practice. Pt reported they have not had any reprogramming, they have not changed their setting but know their setting is as high as it can go, they have had no falls or traumas nor any other medical tests and procedures. Pss recommended pt try charging to 100 percent every single day for a while and checking their levels, keep an eye on the issue, confirmed the external equipment is working as expected and report any changes to their doctor. Pt will try the recommendations and continue working with their doctor. Pt said they have an appointment with their doctor in a month and will call now to report the other issues they want to bring to their doctor's attention. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.